Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was bothered by the alarms on the insulin pump. She stated that she had been running a low blood glucose quite often. She stated that she was seeing a nutritionist and making adjustments. No blood glucose reading was given. Nothing further was reported.